Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a (B)(6) patient was admitted with an air leak. Further examination showed that the catheter broke at the site where the catheter attaches to the adaptor. The catheter was removed and replaced with another catheter. There was no injury to the patient. No additional information was provided.